Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with the implantable cardioverter defibrillator exhibiting backup vvi operation. On (B)(6) 2019, the patient was brought to the clinic and normal device operation was successfully restored. No patient symptoms were reported and the patient was in stable condition.